Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to diabetic ketoacidosis and blood glucose level ranging from 598 mg/dl to 600 mg/dl at the time of admission. Customer treated the high readings with bolus. Customer thinks they did not correct enough for the food eaten that evening. The customer experienced symptoms related to their high blood glucose such as nausea and frequent urination. Customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.